Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Healthcare professional later reported baker grade iii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d1, d2, d4, d.6a, h4, h6 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional, later reported, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Healthcare professional later reported baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.